Event description:
It is reported that the customer was having problems with the insulin pump. The device was alarming button error and unable to clear it. The customer's blood glucose at the time was 186mg/dl. Troubleshooting was done. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarms were noted. The insulin pump was received with a cracked case at display window corners and cracked battery tube threads. The insulin pump was received with minor scratches on the display screen and a missing end cap sticker.